Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected resume noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl. The customer treated for low blood glucose value with chocolate bar. The customer also mentioned other blood glucose values such as 79 mg/dl, 81 mg/dl, 95 mg/dl, 69 mg/dl, 178 mg/dl to 187 mg/dl, low 78 mg/dl. Then blood glucose level went from 93 mg/dl to 130 mg/dl. Customer reported that when battery went low, boluses were not consistent. Customer ate yogurt and a piece of cheese and did the usual bolus and went up to 240 mg/dl or 245 mg/dl. The insulin pump was not working properly. Customer was taking antibiotics, took for 3 days and that was 2 weeks. The insulin pump will be returned for analysis.